Event description:
It was reported that this was capped and surgically abandoned due to high pacing thresholds. No additional adverse patient effects were reported. Lead remains implanted but no longer in service.